Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test; both sensors passed per specifications with accurate readings. It was found the cannula split from the tubing.

Event description:
The customer reported via phone call that the sensor kept giving meter bg now alerts every 2 to 3 hours and had an unexplained reinitialization after inserting the sensor. Blood glucose value was 251 mg/dl. The customer stated there were no insertion issues or issues at site. The product was replaced and returned for analysis.